Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2012. According to the complainant, the patient received a full successful ablation. However, after the procedure was completed, the physician noticed blisters on perineal / buttocks area and discoloration of tissue inside of the vaginal canal. The physician classified the burns as being second degree. Silvadene cream was immediately applied to the burns. The size of the burns is unknown. Attempts to obtain additional information regarding the event were unsuccessful. The condition of the patient is reported to be fine.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.